Manufacturer narrative:
The reported event was confirmed to be manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment or diagnosis. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley with cut tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with no leaks. The balloon rested for 30 minutes without leaks and passively deflated in 2 min and 21.49 seconds without issue or cuffing, returning 10ml of solution. The balloon was dissected to find that the notch was not completely punched, with the notch being covered with silicone, and having markings where it should have been cut. There was only a small hole on the edge of the perforation for fluid to flow out. This does not meet the specification "verify that the eye punches are complete and notch according to the applicable drawing¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. . H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that foley catheter was difficult to deflate during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was difficult to deflate during pretest.